Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy. There was no adverse impact to the customer's blood glucose level.